Event description:
When the penumbra system was removed post-procedure the tip of the separator 032 was found missing. The tip of the separator was then discovered upon flushing the reperfusion catheter 032 on the back table.

Manufacturer narrative:
The separator was returned in two pieces. The proximal section is 49.7 cm in length and the most distal 4.9 cm of this section is ptfe coated. The distal segment is 149 cm in length and was lodged in the reperfusion catheter when returned. After decontamination, the distal end could not be pulled out of the reperfusion catheter. The reperfusion catheter has the separator bulb lodged approx 6 cm from the distal tip. The broken end of the separator wire is just visible in the hub of the catheter. Since the teardrop structure was visible through the catheter wall but the distal tip of the separator was not, the catheter was cut open to expose the bulb's distal wire tip of the separator is intact and undamaged. The separator is broken and non-functional. Conclusion: the separator is broken at the proximal taper grind. The ovalizations in the distal end of the portion of the catheter at 10 and 12 cm could have increased the friction felt in the separator and resulted in the kinking and breakage at the proximal taper grind. The flat spot on the catheter shaft at 17 cm is consistent with a forceps mark and seems likely to be the result of the withdraw of the catheter from the pt and not a cause of the break. The complaint noted that the "tip [of the separator] was found upon flushing the 032 reperfusion catheter on the back table." The tip that was discovered while flushing the catheter was the distal section of the separator. The DHR of the mfg lot has been reviewed and revealed that all inspections and testing were completed per process monitoring requirements and all parts released met specifications.